Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 43 mg/dl. Customer stated that there was a lot of blood at the site and sensor would not calibrate correctly. Customer was reporting bruising, hematoma, blood at site. Customer declined to troubleshoot for low blood glucose. No information about auto mode was given. The insulin pump will not be returned for analysis.